Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that the ratchet mechanism was not working. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(4) 2016 where it was reported that the device was not functioning properly and the ball detent, roller, worn bushings, damaged side plates, damaged comb, gear, sliding pins, carrier guide, screws, and shoulder bolts were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the handle was jammed and was not able to ratchet. The ratchet handle was jammed in the housing and was not able to be removed or repaired. It was confirmed that the comb was damaged. The shoulder bolts, washers, and nuts were worn. The pre-tests could not be performed due to the bent comb. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the washers, shoulder bolts, cap nuts, comb, and handle. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet (B)(4) it was noted that the handle was jammed and was not able to ratchet. The ratchet handle was hammed in the housing and was not able to be removed or repaired. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the handle was jammed and was not able to ratchet. The ratchet handle was hammed in the housing and was not able to be removed or repaired. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that ratchet mechanism was not working. The event occurred in (B)(6) 2018. The event occurred during surgery. An alternate device was used and there was no patient harm. There was no impact or damage to the graft harvest. No adverse events were reported as a result of this malfunction. Investigation revealed a damaged comb and stuck ratchet.